Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Additional information was requested, and the following was obtained: please clarify what amount of time was surgical procedure was extended by (minutes, hours)? 15 to 20 extended time from a normal time.

Event description:
It was reported that during a laparoscopic cholecystectomy, titanium clips (ligamax, el5ml) malfunction. Proximal end of clip was not completely close. Prolonged operation time. The procedure was successfully completed. Fragments were generated but were removed easily without additional intervention. There were no patient consequences.